Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a cath-lab patient was in ventricular fibrillation with no blood pressure, and resuscitation efforts were in-process including countershock. Immediately post-resuscitation the patient's blood pressure was low requiring norepinephrine; propofol was required for continuing interventions including ventilation, and administration of "nbma" (presumed to mean neuromuscular blocking agent) was required. When the staff turned on the system they were unable to program either channel a or b due to a communication error message, and initiation of drips was delayed while the system was powered down and back on. There is anecdotal information from the customer that the patient did not survive continued resuscitation measures, however this is unsubstantiated at the present time.

Manufacturer narrative:
The customer's report of a communication error was confirmed. Neither the devices nor the iui's were received for investigation. Photographs of the device iui connectors received from the customer did show that the pins on the left iui of the pcu had a significant amount of contamination/corrosion within the contact area of the pins. The photo of the left iui connector on one pump module did not offer enough clarity to definitively determine if contamination was present within the contact area of the pins. Photos of the right iui did not have any issues noted within the contact area of the pins. Analysis of the pcu event log shows that at 7:31 am on (B)(6) 2016 the system was powered on with two pump modules attached. At 8:48am one module was recorded as removed; the event log for the module indicated the device experienced a communication error. The root cause could not be definitively determined, however, based on the received pictures and the recorded events in the device logs, it is believed to be contamination/corrosion on the pins of the left iui connector of the pcu. No devices received, log review only.